Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. A philips authorized representative evaluated the device. The reported issue was confirmed and traced to a faulty power management pcba. This device was affected by power management board field change order. No diagnostic report was provided for review. The technician replaced the power management pcba. The device passed all performance verification tests and was returned to the customer. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed bi-level positive airway pressure (bipap) therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on (B)(6) 2021, the patient was receiving therapy via the v60 device, when the device shut down and stopped providing therapy to the patient, no error codes were generated, and no audible or visual alarms were generated. Hospital staff attempted to power on the device, the device would not power on, so the patient was placed on another ventilator; details not reported. The reporter stated that the device would not operate on dc or ac power, the device was plugged into a red hospital grade receptacle, and there was no harm to the patient. No relevant laboratory data was reported. This was a malfunction of the power management pcba.

Manufacturer narrative:
The customer reported that the unit was in use on a patient at the time of the reported device behavior. Additional information has been requested.

Event description:
A customer reported to philips that while delivering therapy to a patient, the respironics ventilator shutdown, stopped providing therapy, and did not generate any audible or visual alarms. The customer reported that the unit was in use on a patient at the time of the reported device behavior. Additional information has been requested.